Event description:
It was reported that a black fluid leaked out of the handpiece during a surgical procedure. There were no reports of the fluid coming into contact with the surgical site. There were no reported adverse consequences. The account was unable to provide any additional info of the event.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.